Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro functions board and the central processing unit battery were replaced during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 8800 system had a collimator iris potentiometer error at boot up. No patient injury was reported.